Event description:
It was reported that the patient presented for an implant procedure. The right atrial lead to be implanted exhibited failure to sense. Lead fracture was suspected. The atrial lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported events of lead fracture, impedance problem, failure to sense, and noise were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
New information notes that the right atrial lead also exhibited noise.